Event description:
Hamilton medical ag received the following incident description: the ventilator failed while on a patient. The error displayed "disconnection on patient side". Patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the ventilator failed while on a patient. The error displayed "disconnection on patient side". Patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient, the device displayed a disconnection alarm on the ventilator side. The patient was transferred to another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The provided logfile confirmed "disconnection on patient side" alarms at the date of the event. No technical faults (tfs) were logged. The root cause of the event was determined to be a defective servo valve and expiratory valve. After replacing the servo valve and expiratory valve, the ventilator was found to be functional and was released for use.

Event description:
Hamilton medical ag received the following incident description: the ventilator failed while on a patient. The error displayed "disconnection on patient side". Patient was replaced to another ventilator.